Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in a severely calcified, mildly tortuous unk artery. The lesion was not predilated. The physician attempted to place the 3.00x16mm liberte bare metal stent, but was unable to cross the lesion. Upon withdrawal, stent damage was identified. No pt complications were reported. Pt status reported as "stable".